Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was a couple days ago the pts stimulation migrated over to their right side and towards their stomach instead of in the 4 quadrants of their back where it was supposed to be. The patient was redirected to their healthcare provider to further address the issue. About a year ago the patient had their system reprogrammed. Pt noted that about a year ago maybe they got updated where they rerouted their system induced (agent understood pt got their ins programmed).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.